Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the motor device was not working. During service and evaluation, it was noted that the device blades were broken, and the pressure value of the hose was loose, blocked. It was also noted that the device failed pre-repair diagnostic tests for outer hose inspection, temperature, sound, oil leak, and rotations per minute (rpm). It was not reported if this event occurred during a surgical procedure. It was reported if there was any delay in the procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.